Event description:
The customer reported that the unit began to emit smoke when attempting to pace.

Manufacturer narrative:
The customer reported that the unit began to emit smoke when attempting to pace. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.